Event description:
The customer observed imprecise vitros tropl es results on a single pt sample processed on a vitros eciq system. Biased results of the direction and magnitude observed could lead to inappropriate physician action. No erroneous results were reported outside the lab. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc complaint (B)(4).

Manufacturer narrative:
The investigation found no evidence to indicate that vitros tropl es reagent or the vitros eciq did not operate as intended. The customer is not following the sample collection tube MFR's recommendations for centrifugal time and speed. The vitros trop I es instructions for use, "specimen collection and preparation" section states that "samples should be thoroughly separated from all cellular material. Failure to do so may lead to an erroneous result." In addition, ocd field service investigated and made necessary repairs to the vitros eciq. The definitive root cause of the imprecise vitros tropl es result is unk, however, sample processing or an analyzer malfunction could not be ruled out.